Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the black box recorded multiple instances of ¿loss of prime¿ warnings in pump from (B)(6) 2014 to (B)(6) 2014. Pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime warnings¿ or other eaws. The force sensor calibration was tested and the pump was found within specifications with a value of 179. Investigators were unable to duplicate customer¿s complaint. The battery compartment is cracked from the case seal towards the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.